Event description:
Complainant alleged that while attempting to treat a 4 year old male patient during a flight transport, the device inappropriately shut down. Complainant indicated that the clinician attempted to power on the device and the device would not power on. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.